Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history. She was not taking any concomitant medication. On an unspecified date in (B)(6) 2012, the consumer started using o.b non-applicator tampons, one tampon, five to six times per day vaginally for menstruation (lot number 3340m0583, expiration date unspecified). On the next day, when she removed the tampon, the plastic-y covering remained in her vagina and noticed bad smell from her vagina. After which, she discovered that plastic piece was inside her vagina and she removed it manually herself with hands. After an unspecified duration, she discontinued use of the device and the event resolved. This report had non-serious events and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history. She was not taking any concomitant medication. On an unspecified date in (B)(6) 2012, the consumer started using o.b non-applicator tampons, one tampon, five to six times per day vaginally for menstruation (lot number 3340m0583, expiration date unspecified). On the next day, when she removed the tampon, the plastic covering remained in her vagina and noticed bad smell from her vagina. After which she discovered that plastic piece was inside her vagina and she removed it manually herself with hands. After an unspecified duration, she discontinued use of the device and the event resolved. This report had non-serious events and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012: a valid lot number was provided, but no product was returned. Due to the unavailability of the sample, the analyst could not evaluate the particular alleged defect and could not confirm if the device met the specifications. A manufacturing and packaging batch record review was performed with acceptable results. A visual inspection of the retain sample found no nonconformance or manufacturing defects related to this complaint. Review of the complaint data associated with these categories found no adverse trends and no trend involving this lot number. Review of the manufacturing process, design, package and product changes for this lot found no issues that could contribute to this complaint. Based on the investigation, there was no evidence to show that the device failed to meet specifications. No assignable root cause was identified. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.